Manufacturer narrative:
Investigation pending.

Event description:
The patient went to facility on (B)(6) 2017 to confirm a positive hcg result received using a home pregnancy rapid test. At 10:30am a fresh urine sample was collected and produced a negative hcg result using the consult hcg urine cassette. The physician ordered confirmatory blood work the same day which produced a hcg quantitative result of 93 miu/ml. The patient elected to terminate the pregnancy the same day. There is no evidence or allegation the decision to terminate is related to use of the consult hcg urine cassette. Last menstrual period: (B)(6) 2017.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return products were tested with qc cutoff hcg concentration standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.